Event description:
The customer alleged that four devices (3 cameras and 1 flexible cytoscope) were damaged after being processed in the unit at different times. The customer reported that the devices were not used on pts. The customer did not respond to asp's attempt in retrieving more information.

Manufacturer narrative:
Damaged device - conclusion: outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities. Reference: mdrs: 2084725-2008-00805, 2084725-2008-00807, and 2084725-2008-00808.